Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced vision side cart (vsc) common compute controller (ccc) due to bad connection on the top port. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the second surgeon side console (ssc) was not working. The tse was informed that the second ssc was powered on and displayed a message on the touchpad indicating that no endoscope was connected. Before contacting the tse, the customer had elected to proceed using the primary ssc. The tse advised the customer to perform a hard power cycle and check blue fiber cable (bfc) connections when possible. The procedure was completing as planned with no reported injury.